Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the physician noted that this device was failing to operate. To date, no adverse patient effects were reported.